Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300 mg/dl and 129 mg/dl. No adverse event reported; customer was able to self-treat. Requested return of the alleged device for evaluation and replacement was sent.